Event description:
An olympus representative reported on behalf of the customer that, during the reprocessing of their evis exera ii ultrasound gastrovideoscope, it was discovered that the device¿s elevator wire was broken at the distal end side. Upon inspection and testing of the returned unit, foreign material was found in the forceps elevator, clogging the k-pipe, and also clogging the balloon channel. The foreign material in the forceps elevator was noted to be ocher in color. There was no patient involvement associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, foreign material was discovered in the forceps elevator, the k-pipe, and the balloon channel. The customer's originally reported issue of a broken forceps elevator was also confirmed. Additionally, the following additional findings were noted: suction cylinder scraped due to cleaning brush - unable to fix angle due to fe lever damage - insufficient angle due to angle wire elongation - abnormal sound when turning the knob of the operation part due to damage of the operation part - gap between a rubber bond - a pinhole caused by a sharp object hitting the curved part - discoloration of insertion part due to deterioration of corrugated tube - insertion tube damage due to biting of corrugated tube - universal cord damage due to corrugated tube deterioration - burning of the c cover of the forceps mouth due to poor handling - switch damage due to physical load - operational damage due to physical load - actuator damage due to chemical load - complete disconnection of the forceps elevator wire due to the application of load - foreign object on k pipe - connector leakage due to loose parts - ultrasonic wave missing due to disconnection of ultrasonic cable - ultrasonic probe damage due to physical load. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign matter found in the forceps elevator, the balloon channel and in the water supply to the forceps (k-pipe) could not be identified and the root cause of the issue could not be determined, as no additional event or reprocessing information was reported or is available. Olympus will continue to monitor field performance for this device.